Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: cardinal health canada reports that a facility experienced an incident with the balloon on this type of catheter failing to deflate. The information received from the facility indicates that several techniques were used to try to remove the catheter unsuccessfully. The catheter was removed by force. There was no report of patient injury.